Manufacturer narrative:
Patient city: (B)(6). Patient country: brazil.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of leakage with an infusion set as the insulin leaked through the needle after being used for one day. The leak was reported to be on site. The patient was able to change the infusion set. No further information available.